Manufacturer narrative:
Quality - safety evaluation of ptc received on 23-may-2016: ptc global number: (B)(4). Lot number d01977, production date 28-aug-2014 and expiration date 31-aug-2017. Usability issues (uls) are typically acts that lead to a different result than expected by the user. Examples include, but are not limited to, handling errors, deviations from the instructions for use, non-product related anatomical issues, or other customer satisfaction issues. In this case, no product was returned. For cases where a device failure during insertion is reported, we conduct an investigation of any returned device. We conducted a review of the manufacturing batch record and confirmed that final product testing for this lot was performed per requirements and the product met all release requirements. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. The ptc investigation was initiated and the outcome of the investigation resulted in an unconfirmed quality defect. Follow up 25-may-2016: despite of follow up attempts. No response was received. No new information was provided. Company causality comment: this medically confirmed, spontaneous case report refers to a (B)(6) female patient who had essure (fallopian tube occlusion insert) inserted and her hysterosalpingogram reveled one insert was placed proximal (right device was not in place). This implant was removed (approximately 10 months after its placement). The reported event, regarded as device dislocation into proximal fallopian tube, is listed according to essure's reference safety information. During essure micro-insert therapy there is a risk that the device could move out of fallopian tubes, this movement could be an expulsion (into uterus or out of the body) or dislocation (distal/proximal fallopian tube or peritoneal cavity). In this particular case, although the exact mechanism of the event was not known; given its nature causality with the suspect device cannot be excluded. This case was regarded as an incident, since device removal was required. A review of the manufacturing batch record confirmed that final product testing for this lot was performed per requirements and the product met all release requirements. The outcome of the investigation resulted in an unconfirmed quality defect. Further information could not be obtained, despite follow-up attempts.

Event description:
This is a spontaneous case report received from a medical doctor in united states on (B)(6) 2016 which refers to a (B)(6) female patient who had essure (fallopian tube occlusion insert) inserted on (B)(6) 2015 with lot number d01977 for sterilization. On (B)(6) 2015, hsg (hysterosalpingogram) was done and found that one insert was placed proximal. On (B)(6) 2016, the doctor removed the coil and successfully inserted. Essure was continued. Follow-up received on 15-mar-2016. On (B)(6) 2015 patient went for hsg and found that right device was not well placed and tube was patent. On (B)(6) 2016, new device was inserted successfully. Company causality comment: this medically confirmed, spontaneous case report refers to a (B)(6) female patient who had essure (fallopian tube occlusion insert) inserted and her hysterosalpingogram reveled one insert was placed proximal (right device was not in place). This implant was removed (approximately 10 months after its placement). The reported event, regarded as device dislocation into proximal fallopian tube, is listed according to essure's reference safety information. During essure micro-insert therapy there is a risk that the device could move out of fallopian tubes, this movement could be an expulsion (into uterus or out of the body) or dislocation (distal/proximal fallopian tube or peritoneal cavity). In this particular case, although the exact mechanism of the event was not known; given its nature causality with the suspect device cannot be excluded. This case was regarded as an incident, since device removal was required. A product technical analysis and follow-up information are being sought.

Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs.